Event description:
It was reported that a cylinder of this tactra penile prosthesis was displaced to the right. This is creating an "s" shape causing instability and making it unable to use. The tactra device is currently implanted. There were no additional patient complications reported.